Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s touchscreen cracked and then became unresponsive, while the user believed insulin delivery continued because drops were observed from the infusion set; blood glucose readings were unaffected, and a replacement device was arranged. Symptoms included no adverse clinical effects. Outcomes included no clinical impact, no medical intervention, and no hospitalization. Investigation included customer interview, troubleshooting, and review of device function based on user feedback and shipping of a replacement unit. Investigation of this case revealed physical damage to the display consistent with external impact, with no reported alarms and no reported interruption of insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to a manufacturing defect.